Event description:
Hcl became aware of the event from the MDR # 1018383. The crash cart security bag failed to open and allow access to the crash cart box. Hcl contacted the initial reporter of the event. This facility was incorrectly using the product. This bag was designed to be removed from drawer before opening. This facility was trying to open while still in the drawer. Hcl worked with this customer to design a new bag that allows to be opened while in the drawer and instructions for use.